Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The no delivery test could not be performed due to the motor error alarms. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Troubleshooting was performed and insulin did exit the tubing during prime without a no delivery alarm but the customer received a motor error alarm during fill cannula. The customer changed the infusion set and received another motor error alarm. The blood glucose at the time of the incident was 103 mg/dl. The device was returned for analysis.